Event description:
Avaira toric (enfilcon a) contact lenses were dispensed to the pt on (B)(6) 2011. The pt was seen three times after that on (B)(6). The pt was diagnosed with corneal edema and iritis. The pt temporarily discontinued use and has been allowed to slowly start to wear lenses again as of (B)(6), 2011.

Manufacturer narrative:
Event was reported verbally to sales rep who forwarded to customer service. Several attempts to obtain add'l info have not been successful. It is unk which eye is involved in the incident. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. This is being reported as corneal edema and iritis with no direct causal relationship established between the medical device and the incident.